Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with low impedance and atrial lead noise. The noise was too large to program around. No intervention was performed. Further action would be discussed with the physician.

Event description:
New information revealed that the patient initially presented remotely. The patient was seen again in-clinic in august. It was determined that the low impedance value was an outlier, and the noise was just oversensing. No intervention was performed and the patient will continue to be monitored.